Event description:
It was reported that during a transurethral needle ablation of the prostate procedure the needles on the device would not retract. The physician was able to perform the rescue procedure and disassemble the device to pull back the needles before removing the device from the patient. There was no injury.

Manufacturer narrative:
(B) (4). Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp. The device is included in the medical device safety alert, prostiva rf model 8929 hand piece needle retraction failure (august 2008).